Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the exposure switch was released (uncommanded x-ray). This malfunction occurred with patient involvement and may have resulted in a possible accidental radiation occurrence. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.